Manufacturer narrative:
(B)(4). The initial manufacturer report was incorrect. The device was not evaluated for the undetected upstream occlusion and the complaint could not be confirmed. Review of the event history log was not performed due to the symptom being found during service evaluation. The upstream sensor was replaced and the device was reworked to ensure continued accurate occlusion detection.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, a upstream occlusion testing failure was observed and considered confirmed, but further evaluation was not conducted due to the symptom being over looked during the service process. The upstream sensor was replaced and the device was calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device had an upstream occlusion testing failure. There was no patient involvement.